Event description:
Per the clinic, the patient was explanted due to medical reasons. The patient had no benefit from the device due to a tumor in the region of the internal auditory canal. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report, two months later.